Event description:
It was reported that leakage occurred during use with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "leakage occurred during q-syte using." 2 occurrences reported.

Manufacturer narrative:
Investigation summary: received 2 q-syte units within opened packages. One of the units was connected to an extension set and the other was received as standalone. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: q-syte 1: damage (tear) was observed on the slit of the septum top disk. Damage (tear) on the column wall was observed. Damage (tears) was observed on the slit of the bottom disk. Q-syte 2: damage (tears) was observed on the slit of the septum top disk. No damage was found on the column wall. Damage (tears) was observed on the slit of the septum bottom disk. Water-leak test: both of the units were tested on the actuated and the unactuated positions. Q-syte 1: the unit did not leak on the unactuated position. Leakage was observed when tested on the actuated position. Water leaked through the column tear and out the vent hole. Q-syte 2: the unit did not leak on either the actuated or the unactuated positions. Conclusion(s): indeterminate. Q-syte 1: a definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Q-syte 2: the unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure could not be confirmed or reproduced in the laboratory. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "leakage occurred during q-syte using." 2 occurrences reported.